Event description:
Procedure type: urogynecological. According to the reporter: the patient had three cr bard avaulta products, transvaginal mesh products, surgically implanted to repair pelvic prolapse and stress urinary incontinence. The patient suffered mass damages due to these products. The side effects include: shrinkage, pelvic pain, sexual dysfunction, vaginal scarring, pain during intercourse, inflammation. The patient is unable to stand, sit or do any type of lengthy activity. The patient is unable to lift anything over ten pounds as directed by the doctor. The patient takes massive amounts of pain medication. At the time of the initial surgery, the patient suffered from hematomas, requiring three blood transfusions. The patient was placed on IV antibiotics because of an infection. The patient has had multiple recurrent bladder infections yearly. Additional info from the importer report: it was reported via medwatch #(B)(4) that as a result of having the product implanted, the patient has experienced shrinkage, pelvic pain, sexual dysfunction, vaginal scarring, pain during intercourse and inflammation. The patient is unable to stand, sit or do any type of lengthy activity; unable to lift anything over 10 lbs as directed by her doctor; is taking large amounts of pain medication; at time of initial surgery, the patient had hematomas which required three blood transfusions; placed on IV therapy antibiotics due to mass infection; multiple recurrent bladder infections causing 3 forms of flora in the bladder. Associated MDR: 1018233-2013-00635 and 1018233-2013-00642.

Manufacturer narrative:
(B)(4). Additional info from the importer report: date of this report: 02/04/2013; brand name: pelvicol acellular collagen matrix, MFR name: tissue science laboratories, (B)(4), catalog: unknown.